Manufacturer narrative:
Section d4, h4: additional information device evaluation: evaluation of (B)(6) did not reveal any device-related issues and did not confirm the presence of device thrombosis. A direct correlation between the pump and the reported event could not conclusively be determined, and a cause for the pump power elevations could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and another segment of approximately 7.5¿ was also returned. The distal portion of the driveline was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump. Approximately 2 inches of the sealed outflow graft was returned, and approximately 1 inch of the outflow graft bend relief was also returned. A bend relief collar was present and secured with green suture. The outlet elbow was returned attached to the pump. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device - 2 years & 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient with intermittent power elevations to 10 w and flow to 12 liters/minute. Baseline flow 5.5-6.5 liters/minute. Power elevations noted in past. Last lactate dehydrogenase (ldh)=247. International normalized ratio (inr)=2.2. The log file captured routine events, there were no notable alarm conditions or parameter changes. There were noted increases in power and flow between (B)(6) 2019 and (B)(6) 2019. The mcs device appears to be working as intended. Computer tomography angio of the chest was completed and indicative of clot within the pump. Patient with no complaints. Continues to have intermittent power and flow elevations to flow 8-10 liters/minute and power up to 9 watts. It was reported that on (B)(6) 2019, the patient underwent a pump exchange from a heartmate ii to a heartmate 3. The reason for the pump exchange was due to suspected thrombosis and aortic insufficiency. No further information provided.